Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. Contacts on battery cap were not missing nor damaged. Customer stated display was not return after restart. Customer stated insulin pump didn't have power. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant replace battery alarm due to corroded battery tube assembly. No blank display noted. Unable to verify low battery alarm and perform the displacement test, active current measurement, sleep current measurement and self test due to constant replace battery alarm. Device received with pillowing keypad overlay.